Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation.

Event description:
Laparoscopic cholecystectomy - "the clips do not fully close after firing." Pt status: "ok".